Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A certified surgical technician (cst) reported that during an intraocular lens (iol) implant procedure, immediately following implantation, the surgeon exchanged the iol due to red spots on the lens. The lens was exchanged for the same model and diopter of iol. Additional information was requested.

Manufacturer narrative:
Additional information provided. The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the initial reporter that there was no patient harm. Associated products and patient identifiers were also provided.

Manufacturer narrative:
Additional information provided. The product was returned. Solution was on the lens. Haptic and optic damage was observed. The damage is typical of insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, with a handpiece. Two viscoelastics were indicated; only one is qualified with the lens/cartridge combination. Cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint of ¿red spots on the lens¿. There were no ¿red spots¿ observed on the lens. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).